Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician observed pauses on the electrograms (egm) without right ventricular (rv) lead paced beats. Follow up concluded that the rv lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.